Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis result of the er320 device found that it was received with the floor damaged. No functional testing could be performed due to the condition of the floor. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a lap cholecystectomy procedure the device jammed. The case was completed with another device of the same product code. There were no patient consequences reported.